Event description:
It was reported that when viewing on fluoro during the implant procedure it was noted that the lead¿s helix was bent. It was noted that the lead had been repositioned and was being repositioned when the bent helix was noted. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).